Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery multiple times. Customer stated that they pressed resume and continued to receive the no delivery alarm. Customer's blood glucose reading was noted to be 8.3 mmol/l. The insulin pump being replaced.

Manufacturer narrative:
No excessive no delivery alarms were noted during testing. The pump was received with normal operating currents and passed the functional testing. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.